Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of rtc problem and program safety alarm from the insulin pump. The customer's blood glucose reading was 134 mg/dl. The customer was advised to remove the battery carrier from the pump and wait a few seconds before placing the battery carrier back into the pump. The customer did not receive the rtc problem, however received the program safety alarm. The customer was assisted with setting the time and date. The customer ran the self-test and it was complete. The customer was advised to monitor the pump and call helpline for further assistance if needed.

Manufacturer narrative:
The description of the event provided in the initial report was incomplete and the aware date was incorrect. The additional information will be provided in this report.

Event description:
The customer reported that the insulin pump had a recurring program safety alarm. Customer stated that she cleared the alarm, then a reset occurred, and the device was stuck in this loop.